Manufacturer narrative:
A steris service technician arrived on site to inspect the reliance 444 washer and found that the bolt on the rack's locking mechanism was loose. The technician observed the employee's loading practices and identified that they had not been loading racks far enough into the chamber to allow for the locking mechanism to fully engage with the racks as designed. This allowed the locking mechanism to move freely during cycle operation subsequently causing the bolt that secures the locking mechanism to become loose over time. At the time of the reported event, the loose bolt caused the locking mechanism to not disengage from the rack. The employee attempted to manually unlock the rack resulting in the reported event. The root cause of the reported event can be attributed to user error as the employee should not have manually unlocked the rack. The technician made the proper adjustments to tighten the rack's locking mechanism, confirmed the unit to be operating according to specifications and returned it to service. The technician counseled the user facility on the proper use and operation of the reliance 444 washer, specifically to not manually unlock the locking mechanism and proper loading practices. No additional issues have been reported.

Event description:
The user facility reported that an employee cut their finger while unloading a rack from their reliance 444 washer. The employee did not miss any time from work. The employee did not seek medical treatment.